Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 02/2022).

Event description:
It was reported that prior to a port placement, the catheter allegedly identified to be crushed. There was no patient contact.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the powerport isp m.r.I. Implantable port, chronoflex single-lumen, kit, 6f products that are cleared in the us. The pro code and 510 k number for the powerport isp m.r.I. Implantable port, chronoflex single-lumen, kit, 6f products are identified in d2 and g4. H10: manufacturing review: a complaint history review was performed. This is the second complaint reported for this lot number. A device history record review was performed and the lot met all release criteria. Investigation summary: one catheter was returned for evaluation. Gross and microscopic visual evaluations were performed. The edge of the catheter near the 1cm depth mark appeared compressed into a crescent shape. Material fibers from the inner catheter were noted on the inner edge of the catheter. The compressed edge of the catheter also appeared rounded. The investigation is confirmed for the reported catheter damage issue as the distal end of the catheter appeared to be compressed. Per the reynosa evaluation, this condition was caused during the manufacturing process, and the cause of the catheter allegedly identified to be crushed was determined to be manufacturing related. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that prior to a port placement procedure, the catheter was allegedly found to be crushed. There was no patient contact.